Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Moreover, there were noted cuts in the insulation likely explant damage and a deformed coils approximately 380 to 400 millimeters from the terminal end. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that there was tissue stuck in helix, so physician asked for a new lead.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as there was tissue stuck in helix, so physician opted for a new lead.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.